Event description:
A customer reported that on (B)(6) 2011, an erroneous, low glucose (gluc) result was generated on a unicel dxc 800 synchron system for one patient sample. Upon multiple repeat on the same and other instruments, the repeat results were higher and considered valid. It is unknown which, if any, of the repeat results were reported outside of the laboratory. The erroneous low gluc result was not reported from the laboratory and hence there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. There were no issues with instrument gluc quality control (qc) results during the time frame of the event. No sample collection/handling information was provided by the customer.

Manufacturer narrative:
Service was not dispatched to the site for this event as service was allegedly initially declined by the customer. A definitive root cause has not been determined to date, however, it appears to be a sample specific event.